Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power and a21 error test. Unit program low reservoir alarm function properly during test. No auto off alarm noted. Unable to perform prime/delivery test, occlusion test and no delivery test due to motor error alarm. Motor error alarm during basic occlusion test due to faulty fsr(gold). Motor passed motor test. Unit received with minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated was performing a bolus when the insulin pump alarmed motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.